Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) mentioned during the call that pt felt a shocking in his groin earlier today and so pt had to turn his stimulation down at that time. No other details were provided about this event. Pt seeing dr. Hcp today but this hcp may or may not be pt's managing hcp in the future. (B)(4).